Event description:
Reporter alleged blood glucose measured in the 268mg/dl back to back with a result of 99 mg/dl when testing was performed 10 minutes apart. Customer stated testing 98 mg/dl on her husband's meter after obtaining the original result prior to back to back testing on her meter. No other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.